Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that there was a one-time impedance variation associated with multiple vectors on two different leads. It was determined that the patient was undergoing an ablation at the time. The implantable cardioverter defibrillator (ICD) is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.